Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information suggests device placement during primary surgery was a contributing factor. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.

Event description:
Clinical report states the patient was revised because wrong placement of component resulting in peroneal nerve palsy.